Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a minimally invasive tlif at l4-l5. During insertion, the interbody device was broken into 3 pieces. The pieces were removed and replaced. No patient complications were associated with the event.